Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated two power on resets occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with heart failure symptoms and pacemaker syndrome. Upon device interrogation the implantable pulse generator (ipg) was found to have entered an electrical reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.